Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that they will replace the device. The device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.